Event description:
During cataract extraction the surgeon complained of aspiration problems to which the patient sustained a corneal burn. Approx. Two months postoperatively the patient's visual acuity was stable: 20/50 uncorrected, 20/30 pinhole. Soon, thereafter, the patient developed cystoid macular edema (cme) compromising the patient's visual acuity to 20/400. The surgeon, however, commented that he was uncertain if the corneal burn had a causal relation to the cme.